Manufacturer narrative:
One device was returned for repair. Visual evaluation of the device found front housing damaged, severely scratched lens and downstream occlusion (dso) seal with severe bubble. Error history log showed cassette not attached errors. Unit previously came in for similar problem about a year ago. Primary reported problem of cassette not attached alarm was not replicated; only confirmed in the error history log. Unit worked as intended and passed visual inspection, power self-test, and functional tests. Preventive measures to be taken with replacing dso sensor assembly, damaged front piezo assembly, keypad, and labels.

Event description:
It was reported that device's cassette was not attached. There was no patient involvement.

Manufacturer narrative:
E1: phone number: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.